Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, a service history review, and a review of the alarm log were performed. Visual inspection revealed that the device could not turn on and the keypad did not work. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had keypad issues. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.